Manufacturer narrative:
The v.a.c.® dressing lot number was not provided and the product was not returned, therefore a device history record review and device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged cellulitis requiring hospitalization, intravenous antibiotics, and additional surgery is related to the v.a.c.® dressing. The patient has multiple comorbidities and a history of previous infection to the wound and was on antibiotic therapy at the time of initial v.a.c.® therapy placement. The home health nurse reported to the physician that the patient was non-complaint with infection control precautions, including scratching his foot underneath the v.a.c.® drape and would manipulate the v.a.c.® dressing by removing and reapplying as well as not maintaining the prescribed amount of v.a.c.® therapy hours. The nurse reported that the home environment was unsanitary and the patient refused to wash his hands. Therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warnings: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On (B)(6) 2022, the following information was provided to kci by the patient: on (B)(6) 2022, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed allegedly due to the foot wound becoming inflamed, red, irritated, and started to get edema in foot and ankle. On (B)(6) 2022, the following information was provided to kci by the physician: the patient was allegedly hospitalized and may have had some kind of surgery. The home health nurse contacted the physician on (B)(6) 2022, and reported that the patient had been shutting off the activ.a.c.¿ ion progress¿ remote therapy monitoring system too many times and could not tell how the v.a.c.® drape had been applied and/or reapplied. The patient was strongly advised to come in for an examination but did not show up. Patient also did not show up for the scheduled appointment on (B)(6) 2022. On (B)(6) 2022, the following information was provided to kci by the physician: the physician remains unable to determine what caused the patient's foot to swell up and why the patient was hospitalized. The physician has spoken with the patient by phone, however, the patient is a very poor historian. At the last wound care visit, there was no evidence of infection. The patient was on antibiotics before initial v.a.c.® therapy placement. The physician reported that the home health nurse alleged that the patient had a dirty living environment; food was left sitting around and the patient had been manipulating the v.a.c.® dressing. The patient was allegedly not utilizing v.a.c.® therapy for the proper amount of hours and taking the v.a.c.® dressing off. On 01-sep-2022, the following information was provided to kci by the home health manager: the patient was non-complaint with infection control precautions. The nursing note from (B)(6) 2022 indicates that the patient was picking up dirty socks and underwear off the floor, scratching his foot underneath the v.a.c.® drape, and refusing to wash his hands. On 02-sep-2022, the following information was provided to kci by the hospital case manager: the patient was admitted on (B)(6) 2022 for cellulitis of the left foot wound. The patient received intravenous antibiotics and had a debridement and wash out of wound. The patient was discharged home on (B)(6) 2022. The v.a.c.® dressing lot number was not provided and the product was not returned; therefore, a device evaluation and a device history record review could not be performed.